Event description:
A healthcare professional reported a planned clinical presentation. The case reports that following an implantable collamer lens (icl) implantation procedure, the patient experienced myopic progression. The lens was explanted and replaced with a different model lens of the same length. Cause of the event is unknown. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
D2b- unable to leave blank. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim#: (B)(4).